Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on (B)(6) 2010. According to the complainant, the patient experienced erosion, chronic infection, and dyspareunia. The date of onset and duration for each is unknown. The patient's current condition is unknown. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional details become available, a supplemental report will be submitted.